Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported as per medwatch (report # 5091192) that the patient underwent fusion and laminectomy/facetectomy. Intra-op, while inserting a set screw for attaching the crosslink, a screw broke. The surgeon was able to retrieve all the pieces of the broken screw; and a new screw was used to secure the crosslink. No patient complications were reported.